Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - cup was inserted with standard technique and instrumentation. Liner would not seat properly. A total of 3 liners were attempted to implant. A new cup was opened and liner seated properly. All three of the liners listed were removed along with the cup.

Manufacturer narrative:
The reason for this primary surgery was reported as the liners were unable to seat properly with the cup. The healthcare professional indicated this event occurred during surgery near the patient. The surgeon reported significant adverse event and there was a 45 minute delay in surgery. The device was inspected prior to use and found to be acceptable. The agent was present during surgery and was able to provide another suitable device. Surgery was completed as intended. The devices were returned to the manufacturer and made available at djo surgical for evaluation. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The reported lot number does not have any other similar complaints. The root cause of this complaint is that the liners were unable to seat properly with the cup. It is likely that there was foreign debris such as tissue or bone that was interfering with the interface of the components. The inspection sheet indicates the devices were conforming and were within specifications. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. This is an event is not associated with product failure, malfunction, or issue. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the reported devices were returned to surgical for evaluation. The liners indicate that there was slight offset during installation. The interior of the cup indicates some surface level scratches, however, this would not interfere with the fit of the components.